Event description:
The reporter stated the 8lpc tracheostomy tube was in the patient for two weeks when it was noted that the cuff was not keeping its pressure. The tracheostomy tube was removed and a second 8lpc with the same lot number was inserted. The removed tube was examined and the cuff inflated below water and the leak was apparently where the inflation tube joins the cuff. The tube was discarded.

Manufacturer narrative:
The device used in this incident was discarded and there were no photographs taken prior to its disposal. The history record of lot number reported will be reviewed. It was reported the customer has an unused sample from the same lot to be returned. If returned, the unused sample will be evaluated. However, no conclusions can be made without examination and analysis of the actual failed device.